Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the severly tortuosity and severely calcified distal right coronary artery (rca). A 3.00x38mm promus element plus stent was advanced however, the device was unable to cross the lesion. Subsequently, the stent was detached from the balloon catheter at distal rca. The stent was not removed from the patient. The physician then performed dilatation at where the stent was dislodged and the procedure was completed by another unspecified size promus element plus stent. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).